Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician reported an issue with a 14f x 20cm schon xl double lumen catheter. During a dialysis post procedure on first hemodialysis run, a crack was discovered in the line near the hub. This resulted in air being drawn into the catheter during treatment; however, the air was caught in the air trap; therefore, the patient was unaffected. The patient was already "inpatient" during the initial procedure and the same day, it was reported the device was removed and the patient required a repeat procedure for replacement catheter. The replacement was with the same style schon lumen catheter. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
The customer's reported complaint description cannot be confirmed. No dialysis catheter sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause of this type of device failure mode (hole in extension leg tubing) is handling damage to device during preparation/use, e.g. Closing device clamp when guidewire is still in tubing lumen. Scar004682 was sent to the manufacturer of the schon dialysis catheter device to make them aware of this event and the potential lots affected. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamps regularly to prolong the life of the tubing." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).